Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the surge suppressor board. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not function properly. No pt injury was reported.